Manufacturer narrative:
(B)(4). D10: cat: 00801803203 lot: 63630393 femoral head. Unk cup. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately eight months post-implantation, the patient underwent a hip revision due to multiple dislocations due to suboptimal cup positioning. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review identified the following: right total hip arthroplasty with malposition of the acetabular cup with inclination angle measuring 64°. No evidence for loosening. Acetabular cup positioning is not ideal and likely contributes to recurrent dislocation. A definitive root cause cannot be determined. This complaint can be confirmed via the radiograph records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.